Event description:
This unsolicited case from united states was received on 26-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after few hours had high pain, after unknown latency could not walk for a couple of days, still walking with a cane, not walking normal, lost 14 pounds, tired all the time and felt terrible. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient did not had any prosthetics, no allergies and had always been in really good health. On (B)(6) 2017, at 01:00 pm, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for knee pain. On the same day, around 8:00 pm, patient was in a lot of pain. It was beyond 10 on a scale from 0-10, with 10 being the most intense. Patient did not have any swelling that she could remember. Patient felt terrible, so did not knew if she had a fever. Patient alternated ice and heat and took tramadol hydrochloride (tramadol) and paracetamol (tylenol). Patient was still having some pain, around a "7", but the pain comes and goes. It was more at night. On an unknown date, after unknown latency, patient could not walk for a couple of days, had high pain, she was still walking with a cane, not walking normal. Patient was not using a cane prior to this injection. It was reported that the patient rather go through child birth, lost 14 pounds, no appetite but getting better, was tired all the time, and in bed at 7:30-pm most nights. Patient called her doctor awhile back on this shot and stated that she no longer wanted this shot as she was supposed to get in (B)(6) 2018 for another shot. Patient received the letter from doctor's office on (B)(6) 2017 and had to quit the church choir. Patient was due for a knee replacement, but was not ready to do so. Corrective treatment: alternated ice, heat and tramadol hydrochloride and paracetamol for high pain, cane for could not walk for a couple of days, still walking with a cane, not walking normal and not reported for other events except device malfunction outcome: recovering for high pain, could not walk for a couple of days, still walking with a cane, not walking normal, device malfunction, lost 14 pounds, tired all the time and unknown for felt terrible an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced pain and was unable to walk, lost 14 pounds and felt terrible and tired all the time. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 26-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after few hours had high pain/lots pf pain; on the same day had no appetite and was very agitated, could not walk for a couple of days, still walking with a cane, not walking normal, lost 14 pounds, tired all the time/ very tired, feeling apprehensive; after unknown latency felt terrible. Also device malfunction was identified for the reported lot number. No medical history and past drug, was provided. Patient did not had any prosthetics, no allergies and had always been in really good health. Patient had underlying osteoarthritis. Concomitant medications included: meloxicam, potassium for low potassium levels, ascorbic acid/retinol/tocopherol (ocuvite), omeprazole for acid reflux. On (B)(6) 2017, at 01:00 pm, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for arthritis pain in knees. On the same day, around 8:00 pm, patient was in a lot of pain. It was beyond 10 on a scale from 0-10, with 10 being the most intense. Patient did not have any swelling that she could remember. Patient felt terrible, so did not knew if she had a fever. Patient alternated ice and heat and took tramadol hydrochloride (tramadol) and paracetamol (tylenol). Patient was still having some pain, around a "7", but the pain comes and goes. It was more at night. On an unknown date, after unknown latency, patient could not walk for a couple of days, had high pain, she was still walking with a cane, not walking normal. Patient was not using a cane prior to this injection. It was reported that the patient rather go through child birth, lost 14 pounds, no appetite but getting better, was tired all the time, and in bed at 7:30-pm most nights. Patient called her doctor awhile back on this shot and stated that she no longer wanted this shot as she was supposed to get in (B)(6) 2018 for another shot. Patient received the letter from doctor's office on (B)(6) 2017 and had to quit the church choir. Patient was due for a knee replacement, but was not ready to do so. Patient reported that she had a lot of pain and couldn't walk for a couple of days. Patient was very tired had no appetite (onset: (B)(6) 2017; latency: same day), lost 17 kgs so far. Patient felt very agitated (onset: (B)(6) 2017; latency: same day), not comfortable in her own skin and felt apprehensive (onset: (B)(6) 2017; latency: same day). Corrective treatment: alternated ice, heat and tramadol hydrochloride and paracetamol for high pain, cane for could not walk for a couple of days, still walking with a cane, not walking normal and not reported for other events except device malfunction outcome: recovering for high pain, could not walk for a couple of days, still walking with a cane, not walking normal, device malfunction, lost 14 pounds, tired all the time and unknown for felt terrible an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 12-jan-2018 from the patient. Events of felt terrible/ feeling apprehensive, no appetite and very agitated were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced pain and was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.